Event description:
Event description boston scientific received information that this left ventricular fractured at the left subclavian clavicle site. During the explant procedure, the lead was unable to be snared and removed and therefore, remains in the patient. A new lead was successfully implanted and the patient was confirmed to be receiving biventricular therapy.